Event description:
An application issue was reported with the abbott diabetes care (adc) device. The customer reported missing alarms and signal loss and was unable to monitor glucose levels. The customer experienced hypoglycemia and was able to self-treat with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.